Event description:
It was reported by service report that the ground prong was missing off the auxiliary power cord. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - ground prong missing from auxiliary power cord.